Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Concomitant medical products. Model: dtma1d1, crt-d; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered an alert due to a out-of-range, higher than the programmed alert threshold, impedance spike on the superior vena cava (svc) defib coil. It was noted that no impedance variance was seen with isometrics and pocket manipulations during several real time impedances. Several days later the rv lead was extracted and replaced due to the svc coil and rv coil impedances had continued to vary dramatically. No patient complications have been reported as a result of this event.